Manufacturer narrative:
An event regarding infection involving an mrh insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as items were not returned. -medical records received and evaluation: not performed as medical records were not received. -device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. -complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot or sterile lot. Conclusions: revision surgery took place due to infection whereby the reported devices were explanted. The exact cause of the event could not be determined as insufficient information was provided for this investigation. Further information such as further patient details, medical records, x-rays, operative reports and pathology reports detailing the reported infection are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Right knee infection.

Manufacturer narrative:
The following devices were also listed in this report: mrhk tibial sleeve; cat# 6481-2-140; lot# lex370. Mrhk femoral bushing; cat# 6481-2-110; lot# lem174. Mrhk bumper insert - neutral; cat# 6481-2-130; lot# lez513. Mrh tib rot comp xs-xl; cat# 6481-2-100; lot# 087550. Mrh axle; cat# 6481-2-120; lot# ctd10649. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Right knee infection.